Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73f1500065 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: no staples came out from the stapler. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4) the customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the staples are misaligned and out of the track. There are 19 staples in the cartridge indicating that this stapler has been fired 16 times by the end user. The cover block was removed and the stapler was confirmed to be assembled correctly. No other defects or anomalies were observed. (B)(4) for investigation photos. An attempt was made to fire the staples. However, the staples will not load into the forming tool. The misaligned staples at the patient end are blocking the staples from moving down the track. The stapler will not fire. A corrective action is not required at this time as it cannot be determined what caused the staplers to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause other remarks: of this complaint issue could not be determined. The reported complaint of the staples not firing was confirmed based upon the sample received. However , the staples at the patient end of the stapler were found to be misaligned and out of track which prevents the staples from moving down its track. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The stapler was returned with 19 staples left in the cartridge indicating that the stapler was fired 16 times by the end user. It cannot be determined what caused the staplers to misalign. No errors could be found in the assembly and the device history record review showed no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined.

Event description:
Alleged event: no staples came out from the stapler. The patient's condition was reported as fine.